Event description:
The st. Jude medical representative reported that the led presented with noise consistent with a fracture. The decision was made to cap the lead as the noise was resulting in oversening.